Event description:
It was reported that after announcing a normal breakfast meal of cereal using the ilet, the user experienced a blood glucose of 40 mg/dl without changes in routine or exercise, and the agent determined the entered meal size was smaller than the user typically consumes; the user usually treats with juice or candy and had recently performed a firmware update, which was not identified as causal. Symptoms included hypoglycemia with shaking or tremors. Outcomes included medication required to treat the event via oral glucose. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device malfunction, a usage problem related to an incorrect meal size entry, and involvement of the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error.

Manufacturer narrative:
Initial.